Manufacturer narrative:
This report is submitted on december 05, 2023.

Event description:
Per the clinic, the patient developed hypertrophic scar at the abutment site and underwent a skin revision surgery in 2013 (specific date not reported).